Event description:
Note: date of event is unknown. According to the complainant, the guide wire port was stripped on the trapezoid basket. The physician successfully completed the procedure with another trapezoid rx lithotripter compatable basket. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed the side car of the sheath is split along part of its length. A split sidecar is normal for a used device because the sidecar is designed to split open, allowing the guidewire to be removed from the sidecar channel. With only part of the sheath being split, this indicates the split was not caused by removing the device from the guidewire. The basket is functional. The device was expired when used. The customer's complaint is confirmed. The most probable root cause is user error.